Event description:
The following was reported to hamilton medical ag: the customer complain about the high temperature of the air outbound the ventilator.

Manufacturer narrative:
Hamilton medical ag`s conclusion of the complaint (B)(4): investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the customer complain about the high temperature of the air outbound the ventilator.

Manufacturer narrative:
Hamilton medical ag`s conclusion of the complaint (B)(4). The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event as the problem occurred during startup of the ventilator. The root cause is a component malfunction. In consequence, the blower module was changed. There was no patient or user harm.